Manufacturer narrative:
Additional information: b3, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the surgical follow-up of a total gastrectomy via video laparoscopy, one handle with five 60 mm reloads was used with no complications. For clinical confirmation, the green fouchet test was performed to visualize possible stapling failures. After the first confirmation, there were no leaks or openings found in the staple line. The suspicion began with the patient's postoperative symptoms (drain output) and was confirmed intraoperatively (0.5 cm fistula from the staple line of the duodenal stump). Three days after the surgery, the patient had reoperation due to the staple line having been opened. The surgeon needed to reinforce and redo the staple line with sutures. The patient was admitted to the intensive care unit for four days, and the patient stayed in the hospital for 28 days.

Event description:
According to the reporter, during the surgical follow-up of a total gastrectomy via video laparoscopy, one handle with five 60 mm reloads was used with no complications. For clinical confirmation, the green fouchet test was performed to visualize possible stapling failures. After the first confirmation, there were no leaks or openings found in the staple line. Three days after the surgery, the patient had reoperation due to the staple line having been opened. The surgeon needed to reinforce and redo the staple line with sutures. The patient was admitted to the intensive care unit, and hospitalization was extended.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap - (lot#p4g1002). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.